Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.

Event description:
Same case as MFR ID 2184052-2014-00045, 2184052-2014-00046. Intraoperative assembly difficulty was reported. The pt was undergoing a 2 level anterior lumbar interbody fusion surgical procedure for degenerative disc disease from l4-s1 using infix instrumentation. A construct was assembled in the disc space but was not yet locked. A lateral x-ray was taken to confirm position. Lucency was observed between the superior endplate and struts. It could not be determined if it was one, or both struts. The implant was removed and replaced with another. Some damage was observed in the channels after it was removed. The reporter does not know when the damage occurred. This event resulted in a 10 min delay and the procedure was completed with another. There was no pt impact.